Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04968. It was reported system diagnostics during the scs system implant procedure revealed invalid impedances. The physician tried troubleshooting to no avail as the invalid impedances persist in the recovery and the patient experienced overstimulation. X-rays confirmed the lead had migrated out of the ipg header. Surgical intervention was taken on (B)(6) 2016 wherein the scs system was revised which resolved the issue. Reportedly, effective stimulation was restored postoperatively.

Manufacturer narrative:
(Date of this report ) was inadvertently reported incorrect in the initial report. Instead of sep 2, 2016, it should read aug 30, 2016. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-04968.